Event description:
Dealer reported to manufacturer that after replacing the switchbox on the power wheelchair, a joystick cable experienced a short circuit. Manufacturer inspected the wheelchair and confirmed that the dealer had improperly routed the cable after maintenance on the wheelchair. The dealer did not use existing ties to route the cable. The cable from the joystick module to the power module was routed in such a way that it was pinched between the upper seat frame and the point at which the upper plate on the seat elevators mounts to the lower frame. When tilting the seating system, the cable was pulled into a position where it was pinched upon moving the seat out of the tilt position. The pinching caused a short circuit between the positive and negative leads in the cable. The insulation surrounding the wires is self extinguishing which prevents any progression of the burning cable. Nothing else on the wheelchair was damaged and no injuries reported.

Manufacturer narrative:
Evaluation summary: manufacturer inspected the wheelchair in (B)(4) 2012. The dealer had replaced the switchbox and in doing so improperly routed the cable running from the joystick to the power module. The dealer did not use existing ties to route the cable. The cable from the joystick module to the power module was routed in such a way that it was pinched between the upper seat frame and the point at which the upper plate on the seat elevators mounts to the lower frame. When tilting the seating system, the cable was pulled into a position where it was pinched upon moving the seat out of the tilt position. The pinching caused a short circuit between the positive and negative leads in the cable. The insulation surrounding the wires is self extinguishing which prevents any progression of the burning cable. Nothing else on the wheelchair was damaged and no injuries reported. Wheelchair has been repaired and returned to client. Manufacturer opened a CAPA for evaluation of cable routing instructions provided to dealers.